Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye the haptic broke off. There was patient contact and reportedly an adverse effect, injury or surgical intervention was required. No further details were provided.

Manufacturer narrative:
Additional information: through follow up clarification and further information regarding the reported event was provided by the complaint reporter. The haptic broke off during insertion. It may have been distorted during loading; however, it was coming out of the cartridge just fine. As the haptics started to unfold, the back haptic floated away from the optic and was detached prior to manipulation. The lens had patient contact. It was fully implanted. The lens was removed and replaced with a back-up lens during the same procedure. No incision enlargement necessary. The patient is doing great. (B)(4). Note: based on the clarification/additional information received from the customer, this event no longer meets MDR reportability criteria.